Event description:
Boston scientific received info that this right ventricular (rv) lead was oversensing noise which led to one to two seconds of pacing inhibition. The issues have been present since the beginning of the year, and the pacing impedance has trended downward from 800 ohms to 300 ohms. In (B)(6) 2012, a lead safety switch was also displayed. The lead's thresholds were normal at 0.6 volts. Attempts to reproduce the noise with isometrics were unsuccessful. In addition, pacemaker mediated tachycardia (pmt) was also present on the recent check. Programming changes were made which resolved the pmt. Boston scientific technical services (ts) reviewed faxed strips and discussed that evidence suggests there was a lead insulation issue and a lead revision was recommended. The physician evaluated the pt and the rv sensitivity was decreased to 5.0v to promote pacing and the device will be rechecked in one week. The pt noted lightheadedness, but no serious injuries were reported. At the f/u eval it was noted that lead impedance measurements were as low as 100 ohms. The plan was for the pt to be scheduled for a lead replacement. No add'l adverse pt effects were reported. As no further info concerning this report is available.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.